Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 10.0 cm abdominal aortic aneurysm. It was reported that the main body of the stent graft had migrated distally and there appeared to be a suprarenal stent break. A 36mm cuff was implanted. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported migration of the bifurcate leading to proximal type I endoleak, and suprarenal stent fracture and severance were confirmed from the 6-yr follow up films provided. The exact cause could not be conclusively determined. Pre-implant anatomy information, films at implant, and earlier post-implant films were not provided. The bifurcate location at implant is unknown. The exact timing of the fracture is unknown. The films provided showed that the aortic neck was highly angulated (~ 100 deg a-p relative to the limbs), and that there was currently no proximal seal zone left (the aortic neck flow lumen diameter just below the left renal measured ~ 38 mm). It is possible that the aortic neck may have dilated since implant due to disease progression. The aortic neck dilatation combined with the high aortic neck angulation may have caused the proximal graft fabric to lose seal with the aortic wall, which may have resulted in the migration. The loss of seal and migration may have result in higher than expected force being applied on the apices of the embedded anterior suprarenal stent, which then led to the fracture and severance over the 6 year implant duration, possibly due to fatigue or overload.

Event description:
Additional information was received as follows: some of the suprarenal struts are detached from the bifurcated stent graft fabric. The suprarenal struts are located above and inside the 36x36x49 endurant aortic cuff. The remainder of the endurant bifurcated stent graft is held to aorta wall with half of the remaining suprarenal stents.